Event description:
The device was used during an "aaa" procedure. Reportedly, the suture rundown was not smooth and the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.